Event description:
Customer reports set leaking at proximal end where it connected to a primary set or an extension set. No patient harm reported, and no other details about patient or event are available. Set received and investigation is ongoing. Follow-up report will be filed when investigation is completed.